Event description:
The following has been reported: "during preventive maintenance the error 01 occured, therefore the motor flask kit for agilia sp was replaced. After that no error occurred on the pump. No patient was involved." Error 01 is defined by the technical manual as a motor rotation issue. Reporting due to the referenced issue. Customer communicated that a patient was not involved. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The device was repaired locally by the mu according to the process in the technical manual. The spare part flex ci opto motor was sent back to our laboratory for analysis. Upon reception, the piece was submitted to a some tests in order to confirm the reported issue. It has been noticed that the optical sensor was not fully screwed and had some play in its housing. This confirmed the reported error 01 even if the test in agilia sp tester has not reproduced the event. The root cause of the reported event could likely be an assembly fault of the optical sensor. An internal CAPA has been opened in order to reduce the occurrence of this issue. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.